Manufacturer narrative:
(B)(4). Date sent to FDA: 4/06/2018. (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (pds suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe that ethicon products (pds suture) caused and/or contributed to the patient deaths described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. (B)(4).

Event description:
It was reported in a journal article entitled: distal pancreatectomy: risk factors for surgical failure in 302 consecutive cases author(s): jorg kleeff, md, markus k. Diener, md, kaspar z¿graggen, md, ulf hinz, msc, markus wagner, md, jeannine bachmann, md, jorg zehetner, md, michael w. Muller, md, helmut friess, md, and markus w. Buchler, md. Citation: ann surg 2007;245: 573¿582; doi: 10.1097/01.sla.0000251438.43135.fb. The objective of this study was to identify potential risk factors for mortality and morbidity after distal pancreatectomy, with special focus on the formation of pancreatic fistula. From nov1993 to feb2006, 302 patients (n=154 male and n=148 female), ages 14 to 87 years, underwent distal pancreatectomy for main indication of tumor. The patients were divided into 4 groups according to closure technique: anastomosis (n=24), seromuscular patch (n=36), closure by suture (n=97) and closure using stapling device (n=145). In seromuscular patch and closure by suture, 4-0 or 5-0 pds single stitches were utilized. In closure using a stapling device, ets flex 45 cutter with white cartridge was used. In the series, 4 patients died of multiorgan failure due to intra-abdominal sepsis and 2 patients died of septic intra-abdominal hemorrhage. Additional information has been requested.